Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation handle, inflation syringe (unspecified type). Investigation evaluation: during laboratory evaluation of the product, the catheter was cut at 32.8 cm on the proximal end. The condition of the product when returned hindered us from inflating/deflating the balloon. The wire was pulled out of the catheter and the inner purple catheter was pulled out as well. The wire had several kinks in it. The proximal end of the balloon was pulled from the catheter and was not attached to the catheter. The distal end of the balloon joint was still attached. No portion of the product was missing and no other anomalies were detected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to advancement into the accessory channel of the endoscope care should be utilized when handling the balloon catheter to avoid bends or kinks in the device. The instructions for use also recommends to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use state: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. The instructions for use state: "to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically." The instructions for use state: "remove deflated balloon from accessory channel. Caution: a compromised balloon may prohibit removal from endoscope accessory channel. Removal of endoscope along with compromised balloon may be required." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation of pyloric stenosis, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon couldn't be deflated enough to retrieve it from the patient through the endoscope. The catheter was cut and the balloon could be retrieved as the water exited through the cut catheter end. For the deflation a, boston scientific alliance inflation handle was used. Clarification was received on 07/05/2016 that it was possible that fluid could have leaked into the esophagus.